Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim with a pink contrast.

Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed multiple call service alarms for occlusion during prime. On investigation, the pump was exercised for 24 hours and found to be operating within specifications without alarms or warnings. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior. The display screen was noted to be dim with pink contrast. A test display was attached to the pump and illuminated properly without discoloration.